Manufacturer narrative:
The customer did not give more info about tubing product and that if any info comes available about item and lot for tubing, it will be sent in another report. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the clinical staff noticed a burning smell emanating from the infuser during the initiation of blood products. Additionally, a leak was observed at connection site #4 of the blood tubing. The tubing was primed, and after the device was plugged in and turned on, it started to heat, and the rn noticed a leak. The tubing was not connected to the patient. The diagnosis was for train versus pedestrian. There were no patient involvement and no harm.